Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed elevated capture threshold on the right atrial (ra) lead. The patient will be continued to be monitored. No intervention was reported and the patient was in a stable condition.